Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ('suspected allergic reaction to metal alloys and pet in essure device') and device allergy ('suspected allergic reaction to metal alloys and pet in essure device') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: essure removal was scheduled due to suspected allergic reaction to metal alloys and pet in essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("suspected allergic reaction to metal alloys and pet in essure device") and hypersensitivity ("suspected allergic reaction to metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hypersensitivity (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (essure removal scheduled). At the time of the report, the allergy to metals and hypersensitivity outcome was unknown. The reporter considered allergy to metals and hypersensitivity to be related to essure. The reporter commented: essure removal was scheduled due to suspected allergic reaction to metal alloys and pet in essure device further company follow-up with the gynecologist is not possible. Amendment: the report was amended on 15-feb-2019 for the following reason: coding request from 15-feb-2019: the event "suspected allergic reactions to five different metal alloys and pet in essure device" was spit to meddra llt allergy to metals and meddra llt hypersensitivity. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ("suspected allergic reaction to metal alloys and pet in essure device") and hypersensitivity ("suspected allergic reaction to metal alloys and pet in essure device") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled). At the time of the report, the allergy to metals and hypersensitivity outcome was unknown. The reporter considered allergy to metals and hypersensitivity to be related to essure. The reporter commented: essure removal was scheduled due to suspected allergic reaction to metal alloys and pet in essure device further company follow-up with the gynecologist is not possible. Amendment: the report was amended on 15-feb-2019 for the following reason: coding request from 15-feb-2019: the event "suspected allergic reactions to five different metal alloys and pet in essure device" was spit to meddra llt allergy to metals and meddra llt hypersensitivity. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.